Event description:
The customer was hospitalized with high blood sugars. According to the customer, they had programmed several doses of insulin but never changed the infusion set. Explained the rule of changing the set after two consecutive high blood sugar readings.